Event description:
Customer reported via phone, the insulin pump fell into the water and now it was alarming button error. Customer didn't know her blood glucose level. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a button error and had no button response due to corroded keypad traces. No moisture damage was noted to the electronics or motor. The insulin pump had a cracked reservoir tube lip.